Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, balloon was advanced into position and when staff started to inflate, a pin hole leak was noticed. Balloon would not inflate and hold pressure. The procedure was completed with another cre wireguided balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.